Manufacturer narrative:
PMA/510(k) #: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zisv6-35-125-6.0-120-ptx device of lot number c1462961 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 06 june 2019. Crinkling was observed on the stent retraction sheath (srs) and there was damage on the distal white tip suggesting the patient¿s anatomy was difficult. The stability sheath was shape set at the end of the strain relief and the retraction wire was separated from the srs. The device flushed as expected but the wire guide stopped at approximately 36 cm proximal to the distal white tip. The thumbwheel does not deploy the stent and the distal inner could not be removed to reveal the stent. It should be noted that the distal inner was cut in the lab in an attempt to release the stent. The distal white tip was removed and the stent was damaged in the lab. Document review: prior to distribution zisv6-35-125-6.0-120-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-6.0-120-ptx of lot number c1462961 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1462961. It should be noted that the instructions for use states the following: ¿precautions ¿ if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. ¿ a 0.89 mm (0.035 inch) wire guide should be used during tracking, deployment and removal to ensure adequate support of the system. If hydrophilic wire guides are used, the must be kept fully activated.¿ image review ¿ n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. It is known from the information provided that a 0.018¿ wire guide was used with the device. The use of a non-recommended wire guide with the device may have resulted in insufficient device support during advancement and/or attempted deployment. Insufficient device support may have caused and/or contributed to increased forces on the srs during attempted deployment resulting in the retraction wire separating from the srs during deployment. From the information provided, it is known that the patient exhibited a calcified anatomy. It is possible that the difficult patient anatomy may have caused and/or contributed to resistance during advancement. This resistance may also have contributed to the forces exerted on the srs during deployment contributing to separation of the retraction wire from the srs. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
They introduced the product to the patient and when they try to deployed it didn't deploy. "As per complaint form": the stent was advanced through a calcified anatomy with resistance to the target point (sfa). Once there the doctor unlocked the device prior to its deployment and made the manoeuver to deliver the system but the stent didn´t open. So he decided then to remove the stent out of the patient. When they removed the stent out of the patient they could check the stent was totally undeployed. They put instead another self expandable stent without problems.